Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device involved in the incident, it was determined that the drawer had failed due to a defective pmc board. A field service engineer (fse) replaced the module controller. The magnet was verified to be in place, and a different drawer open/close sensor was tested, but it did not resolve the issue. The fse then replaced the drawer controller, which allowed the drawer to stay closed when powered on and restored the normal light emitting diode display on the module controller. However, when the station was brought up, the drawer was not detected in the hardware test application (hta), and the firmware did not update to the new controllers. Even after trying another new module controller and drawer controller, the same symptoms persisted. The fse planned to order a new drawer. But the affected drawer was identified as drawer 7. The station was restarted, and the drawer was configured and tested using hta. The customer successfully recovered the drawer and verified its functionality using the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.